Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, while being applied at the lung lobe, the stapler was unable to fire and the surgeon was unable to squeeze the handle. The product problem caused the operation to extend for more than 30 minutes and the incision was also extended for more than 1 inch. Blood transfusion was required to complete the case.